Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: lee, s., tamura, t., miki, y. Et al. Robot-assisted minimally invasive esophagectomy for esophageal cancer in the left lateral decubitus position. Surg endosc 38, 7208¿7216 (2024). Https://doi.org/10.1007/s00464-024-11282-z. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics in the robotic group included patients with a median age of 72 years; the majority of the patients were males (75%). Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article that studied 64 consecutive patients with esophageal cancer who underwent robot-assisted minimally invasive esophagectomy in the left lateral decubitus position (ramie-lldp) at one single institution between september 2020 and april 2024. Among the 64 patients, conversion to open thoracotomy was done in three patients, one with injury to the base of the left bronchial artery, one with azygos vein injury, and one with nocturnal ventilatory disturbance due to tracheal compression. Three patients required unscheduled reoperation within 30 days. One patient underwent thoracoscopic hemostasis for bleeding in the right thoracic cavity on the fourth postoperative day, one patient underwent laparotomy for a jejunostomy trouble, and one patient underwent laparotomy for anastomotic leakage of the choledojejunostomy during ileocecal reconstruction. There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to the event. Multiple requests for additional information from the designated author were made, but no response has been received.